Manufacturer narrative:
The insulin pump was received with act button not responding due to flattened button dome switch. No scrolling number display anomaly noted.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that the numbers were ramping on their own. The product was returned for analysis.